Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the user had difficulties removing the needle guide (technique: seldinger) which seemed hooked to the needle. When the guide came out it was damaged, curved and "as deknitted". A piece of the guide would have remained in the patient's arm. On 11/2/2016 - facility contact reports a piece of guidewire was left in the patient but was successfully removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One nitinol guidewire was returned for evaluation. An initial visual observation showed blood residue on the sample. The sample was observed to be elongated with most of the coiled portion unraveled. Both the inner core wire and outer coiled wire were observed to be broken and the distal tip of the guidewire was missing. The solid, proximal portion of the guidewire appeared to be undamaged. A microscopic observation revealed the fracture site of the outer coil to be angular and the surface of the break to be granular. The sample was observed to be bent in multiple locations throughout the coiled length of the guidewire; the largest of these bends near the fracture site of the core wire. The core wire fracture surface was flat and granular, suggesting tensile failure. As a note, the product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.